Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the first device "messed up" and needed to be replaced. It was reported that the first neuro pump was implanted (B)(6) 2017 and the new device was put in (B)(6) 2017 no further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a consumer regarding a patient with an implantable pump for intractable spasticity. The pump contained only water; drug had not been put in the pump yet. It was reported that infection occurred. When the patient was transferred into his wheel chair, his blood pressure dropped, and he became weak. The patient's blood pressure was 76/60. The patient had a spinal tap, and nothing was found to be wrong. The patient was told that the spine was not infected. The patient was given "a lot of medication" or nausea, and the patient thought the issues he had after surgery were a result of the medication. The patient's blood pressure went back up to 136/80, and he was released. The patient was waiting for transportation, and another episode happened. The patient was passing out, hot, and throwing up. It took 20 minutes for the patient to get help and get back into the building. The patient was kept in the hospital for tests until (B)(6) 2017. The patient said all the blood draws were making him weaker. The patient took a car ride to see a hcp, and he felt like he was going to faint, and he was hot. The patient was told that he had to wait two weeks to get baclofen put in his pump. The patient was then told that he had to wait two more weeks for an appointment. Fluid started running out of the patient's incision. It was noted that the patient had an open cut near and under the catheter. There was a "puddle of fluid" that came from the patient. The physician could see the catheter from outside of the body. The patient was put on antibiotics and the fluid had stopped. The patient was on antibiotics every 6 hours. The hcp wanted to move the pump, remove the catheter, and wait a few weeks to put a new catheter in. When the hcp looked at the pump, they said that they "should not have done this". The pump was on [the patient's] side; it was pulling and tight because it was on the side where the patient's spasticity was. The patient was going to have the pump explanted on (B)(6) 2017. The patient was told that the catheter would be clamped; a new pump would be implanted a week later, and it would be moved up in terms of placement. The patient was going to have the pump filled on (B)(6) 2017. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.